Event description:
On (B)(6) 2013, patient reported the infusion sets have leaked insulin during use. She noticed the leak when her clothes were wet with insulin. She practices site rotation, and the headsets are inserted manually. She does hear an audible click when the headset is connected to the tube. The infusion sets were replaced and requested for evaluation, and she was sent an insertion device. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
No sample was received for evaluation. The reference samples were visually inspected and tested for click, flow and leak. All test results were within specifications. Device was not returned to manufacturer.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.